Manufacturer narrative:
(B)(4). The customer reported that during routine svc they identified a burnt therapy connector pin and socket, and noisy pads trace. The customer replaced the therapy connector and cable which resolved the issue. We are considering this a malfunction related to an intermittent electrical connection between the therapy cable and the therapy port.

Event description:
The customer reported that during routine svc they identified a burnt therapy connector pin and socket, and noisy pads trace.